Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31695269l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
After an atrial fibrillation (afib) ablation procedure with a varipulse catheter, the patient experienced (hf) heart failure. The patient was stable. It was reported after completing an afib procedure, after discharge, the patient presented back to the hospital with heart failure the following day after the discharged/procedure. There were no issues during the procedure. About 350ml of fluid was used during the procedure. The bwi devices used were soundstar, varipulse, and webster deca. The catheters are not available for return. The patient was admitted and was in stable condition. J&j was notified of this event by the medical team nine days after the event. The outcome of the adverse event was that the patient fully recovered (no residual effects). The patient required extended hospitalization because of the adverse event. The patient did not present other signals.